Event description:
It was reported that a malfunction alarm was triggered with a code of malf 1, and the issue could not be reset. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) as a backup insulin therapy and was informed they would receive a replacement pump with updated software. They were instructed on storage mode procedures and the steps needed for the replacement pump upon arrival. The customer was asked to return the malfunctioning pump to tandem using a pre-paid label within ten days.